Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of the inability to tighten the df-4 set screw was confirmed in the laboratory. Visual inspection noted the df-4 set screw was stripped and resulted in difficulty tightening of the set screw. It is believed the stripped set screw contributed to a poor lead connection which caused the reported out of range lead impedance.

Event description:
It was reported that during the implant procedure, the set screw would not click once leads were connected. It was determined that the device could still be used since the lead was locked into the header. During pocket closure, impedance measurements increased to out of range. The physician elected to implant a new device. The patient was stable after the event.